Event description:
(B)(4). It was reported that post a percutaneous coronary intervention procedure, the patient experienced a myocardial infarction. (B)(6) 2011 - the patient presented with shortness of breath and chest pain. Stress test results were positive and the patient was diagnosed with stable angina and cardiac catheterization was recommended. The 90% stenosed and 14 mm long de-novo target lesion was located in the mid left anterior descending artery with a vessel reference diameter of 3.0mm. The target lesion was treated with direct stent placement of a 3.0x16mm taxus liberte stent, resulting in 0% residual stenosis. In addition the distal left anterior descending artery was treated with direct stent placement of a 2.5x15mm promus stent, resulting in 0% residual stenosis. The following day the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented to the emergency department with mid sternal chest discomfort radiating to the neck and moderate shortness of breath. Electrocardiogram revealed an anterior infarct. Cardiac enzymes were noted to be elevated. The patient was diagnosed with acute anterior wall myocardial infarction and was hospitalized on the same day. Cardiac catheterization was recommended. Coronary angiography revealed 100% proximal occlusion in the left anterior descending artery and an 80% in-stent restenosis of the distal promus stent. The 100% stenosis in mid left anterior descending artery was treated with balloon angioplasty and placement of a 3.50x12 mm promus drug eluting stent, resulting in 0% residual stenosis following post dilatation. In addition, the 80% diffuse in-stent restenosis of the non bsc stent in distal left anterior descending artery was treated with balloon angioplasty, resulting in 0% residual stenosis. Two days later the event was considered to be resolved without residual effects and the patient was discharged on the on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).